Event description:
Additional information indicates both s1 leads were explanted and replaced. Therapy was restored.

Manufacturer narrative:
Correction: a4 - weight should have been 180 rather than 200.correction e1 - updated physician information.

Manufacturer narrative:
As received, the returned lead (b) passed the functional test. The cause of the reported event remains unknown.

Manufacturer narrative:
Date of the event is estimated the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33114. It was reported the patient has a partial lead left implanted in them. Surgical intervention may take place at a later date where for physician to remove the partial lead and implant a new lead. It is unknown which lead was cut, as such both leads are being reported.